Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there is underfill of 300 tubes. No patient impact reported. The following information was provided by the initial reporter: "insufficient negative pressure of the product leads to insufficient blood collection."

Manufacturer narrative:
H.6. Investigation summary: "material #: lot/batch #: 2200098. Bd had not received samples, but two (2) photos and one (1) video were provided for investigation. The photos and video were reviewed and the indicated failure mode for underfill was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos and video. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text: see h.10.